Manufacturer narrative:
The event date is approximate. The sonicare charger is an accessory to the flexcare power toothbrush.

Event description:
A consumer reported that the charger of their flexcare power toothbrush system sparked during use and burned the connected electrical outlet. No injuries were reported.

Manufacturer narrative:
Serial number identified during analysis. Consumer phone number identified device manufacture date identified during analysis. Analysis results: the root cause of the customer¿s complaint is an outlet short/arc.

Manufacturer narrative:
Analysis results: the charger was sent to the vendor for further investigation. No functional failure was found with the device. Evidence of the outlet short and arc was confirmed however, the burned trace marks do not appear to come from the charger itself.

Manufacturer narrative:
D4: charger model number was verified during manufacturer analysis of returned product. Model number was revised from hx6100 to hx6160.